Manufacturer narrative:
This foreign report is being submitted on 24-aug-2016 for a device product that is considered same/similar to a us marketed device (reach j&j floss dentotape 100yd). This closes out the report unless additional significant information is received.

Event description:
This spontaneous report was received on 09-aug-2016 from an elderly female consumer (age unspecified) reporting on self from (B)(6). On the night of (B)(6) 2016, the consumer noticed the dispenser of johnson and johnson reach dentotape ribbon floss was damaged and the metal cutter came off the device (lot number 1884d and expiration date unspecified). The consumer reported the cutter was the only piece of the device that came off. The floss, plastic insert and inner spool remained intact. While pulling the floss, the two parts came out. The plastic insert popped out and the metal cutter broke off completely from the plastic insert inside the container during use. The action taken with the device was unknown. This report had no adverse event. This report was considered a reportable malfunction in the united states of america.

Manufacturer narrative:
The date of this submission is 05-oct-2016. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 09-aug-2016 from an elderly female consumer (age unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using johnson and johnson reach clean burst icy spearmint dental floss, dentally for unknown indication (lot number 1884d, frequency and expiration date unspecified). On the night of (B)(6) 2016, while pulling the floss, the two parts of the metal cutter came off flying. The floss, plastic insert and inner spool remained intact while the cutter was the only piece that came off. The plastic insert popped out and the metal cutter broke off completely from the plastic insert inside the container during use. The action taken with the device was unknown. This report had no adverse event. This report was considered a reportable malfunction in the united states of america. This is a correction to the initial report submitted on 24-aug-2016 as foreign report. The correction is to update the product name from johnson & johnson reach dentotape ribbon floss to johnson & johnson reach clean burst icy spearmint dental floss, an us marketed device. Additional information received on 21-sep-2016. A review of complaint data revealed no unfavorable trends for the reported lot number. Device history records were reviewed and no deviations or non-conformances were noted. Visual inspection was performed on the retain samples and all results met specification. Product met specification as documented in the records and retain sample review. The device was used for intended treatment. The analysis for the product and complaint category will be managed through monthly trending process. The complaint was closed with the disposition of undetermined. Complaint trends will continue to be monitored. This report had no adverse event. This report remains a reportable malfunction in the united states of america.

Manufacturer narrative:
The date of this submission is 07-sep-2016. This is a correction to the initial report submitted on 24-aug-2016 as foreign report. The correction is to update the product name from johnson & johnson reach dentotape ribbon floss to johnson & johnson reach clean burst icy spearmint dental floss,an us marketed device. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 09-aug-2016 from an elderly female consumer (age unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using johnson and johnson reach clean burst icy spearmint dental floss, dentally for unknown indication (lot number 1884d, frequency and expiration date unspecified). On the night of (B)(6) 2016, while pulling the floss, the two parts of the metal cutter came off flying. The floss, plastic insert and inner spool remained intact while the cutter was the only piece that came off. The plastic insert popped out and the metal cutter broke off completely from the plastic insert inside the container during use. The action taken with the device was unknown. This report had no adverse event. This report was considered a reportable malfunction in the united states of america. This is a correction to the initial report submitted on 24-aug-2016 as foreign report. The correction is to update the product name from johnson & johnson reach dentotape ribbon floss to johnson & johnson reach clean burst icy spearmint dental floss, an us marketed device.